Event description:
It was reported that during ventilation therapy, the ventilation stopped and the ventilator turned off. The patient saturation decreased. The patient lowest saturation level is unknown. The final patient outcome was no injury. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation consisting of our field service engineer (fse) who was dispatched to the site and evaluation of the ventilator¿s logs has been completed. The fse found a damaged on/off switch. The fse replaced the on/off switch where after the ventilator passed all function tests. The ventilator's logs were downloaded and the ventilator was returned to service. The received picture of the on/off switch show that the ventilator was equipped at the time with a toggle switch. The toggle switch is supposed to have a switch cover which is kept open when the switch is in the off position and is only closed when the switch is in the on position. This cover was missing. The received event log starts with ongoing ventilation that continued for another four days until the occurrence of the reported shutdown. The shutdown was not preceded by setting of the ventilator in the standby mode but it is logged as a normal shutdown which indicates that the shutdown was done by the on/off switch. Whether this was an intentionally or inadvertent human action or a ventilator¿s on/off switch in neither on nor off state cannot be determined. By design when a shutdown is done with the on/off switch from ventilation, the ventilator shuts off with 4 beeps, the screen turns black and the sound of ventilation is lost. The monitoring of the on/off circuitry was introduced 15 years ago to prevent an inaccurate system on/off state. A technical error is activated if the system is either in the on or off position for more than 3 seconds. This requires the system version sw 3.2 and above and a monitoring printed circuit board revision 18 or higher. The ventilator in this report was manufactured 18 years ago therefore it has not the on/off state alarm function. The evaluation of the available information confirms the reported event of the ventilator shutting down during ventilation. The shutdown was done with the on/off switch. The broken cover/missing on/off cover could not by itself cause the turning off but could hinder visual observation of the on/off switch position of either on or off. There is no evidence to support a technical malfunction of the ventilator system at the time of the event. The ventilator behaved as per design when turned off by the on/off switch. The ventilator was manufactured before introduction of the on/off state alarm function; therefore it is has not been determined if the switch position was either on or off.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that during ventilation therapy, the ventilation stopped and the ventilator turned off. The patient saturation decreased. The patient lowest saturation level is unknown. The final patient outcome was no injury. Manufacturer's ref.#: (B)(4).